Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the implantable pacing lead (ipl) was implanted however, the stylet did not come out once the ipl was implanted. As a result, the ipl along with the stylet was removed. Upon removal it was noted that the stylet was twisted. Again, the ipl was implanted, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.